Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specifications. Covidien ref.: (B)(4).

Manufacturer narrative:
The replaced breath deliver unit (bdu) printed circuit boards (pcb) was returned for further investigation. The returned component was run in a test ventilator for 97 hours, and the reported error was not duplicated. Probable root cause based on error codes from device at time of reported malfunction could be the analog interface pcb or the inspiratory electronics pcb.